Event description:
The customer reported the unit was unable to pace.

Manufacturer narrative:
The customer reported the unit was unable to pace. The unit was evaluated by a philips representative, and the symptom was confirmed. Replacing the therapy pca resolved the issue.